Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited crosstalk oversensing. It was noted that that automatic gain control (agc) at 1.5mv addressed this, however technical services (ts) expressed concerns that this may result in ventricular fibrillation (vf) undersensing. Further discussion with the physician was needed. This crt-d system remains in service. No adverse patient effects were reported.